Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm, insulin squirted when priming, retainer ring was broken. The insulin pump had flow block alarm, did not get enough insulin in the middle of the night, discoloration on screen, rewind was louder. No harm requiring medical intervention was reported. The devices will not be returned for analysis.